Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was placed in the best site the physician could find however it required high threshold output. The threshold remained high. The lead was reprogrammed and was explanted and replaced. No patient complications have been reported as a result of this event.